Manufacturer narrative:
Device evaluation in progress; not returned all components from the customer yet; supplemental report will be submitted after receipt and evaluation of all device components. Customer not yet returned all components.

Event description:
Pt broke a couple of ribs. Reports he was walking in a parking lot and had been drinking when he fell. Pt fell in the (B)(6) parking lot, he had been drinking. Reason for return: 20 degrees of free motion to extension - possible hydraulics. Pt fell and broke the frame.

Manufacturer narrative:
Total device evaluation could not be performed, customer refused to return all components (tube adapter, charging device).